Manufacturer narrative:
(B)(4). Additional h3 investigation summary: 11 each intact complaint sample foils were received for investigation for code vp2382 lot t9008. Impacted complaint sample foil was not returned for investigation. The foil packs were inspected under a 10 x magnification for any damage and showed a multitude of wrinkles over the whole foil. All the intact foils were opened and visually inspected for attribute defects like kinks, weak spots, broken piece, fray, brittleness, roughness, fractured, frayed, scraped, severed, and/or notched suture but no defects were observed. Reference samples was visually inspected against mentioned performance-breakage suture, but it was not evident. All foil pack were inspected under magnification for any damage and 4 foils out of 11 received were observed with pinholes. All the 4 damaged foils were not considered for knot pull tensile strength testing. Received needle were inspected against magnification and found satisfactory. Out of 11 received sample five reference sample were subjected to knot pull tensile strength test and complainant results were observed. As a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification.from the above analysis, it is evident that there was no issue related to the suture quality and processing of this incident lot.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot t9008, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Investigation summary: complaint sample not received for investigation. Manufacturing records review: as a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the above analysis, it is evident that there was no issue related to the suture quality and processing of this incident lot. Retained sample evaluation: five retain samples of incident codes vp2382 and lot number t9008 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for knot pull tensile strength test and found to meet the specification. As the complaint is related to performance-breakage suture, knot pull tensile strength test is applicable & measurable parameter. Knot pull tensile strength test was performed over five retained samples to check the behavior of the suture material. The average knot pull tensile strength value of the retain sample was found and value at the time of finished good release was found and meets the usp average knot pull tensile strength requirement. All the individual as well as average knot pull tensile strength values of retain sample were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. The reported incident was one and isolated case for code vp2382/t9008. No any other event was reported for same description from other parts of country.

Event description:
It was reported that a patient underwent a clavicle fracture procedure on (B)(6) 2019 and suture was used. During the procedure, the suture snapped while suturing. There were no adverse patient consequences reported. No additional information was provided.